Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging up to 600 mg/dl. Reportedly, the cause was unknown; however, the customer reported bg tended to become elevated after taking tylenol. Bg was addressed via a correction bolus and manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.